Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to incorrect electrode placement. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.